Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's sister reported via phone call that the customer was hospitalized on (B)(6) 2015 due to a low blood glucose level of 21 mg/dl. The customer's sister stated she did not have any information about what caused his low blood glucose level. The device was not returned.